Manufacturer narrative:
Method- device not returned, f/u with rep.

Event description:
It was reported that a (B)(6) study pt underwent a kyphoplasty procedure on level l1 and l3. A cement extravasation on the right side of the balloon superior to level l3 was noted. There were no pt complications. No add'l info was reported.